Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was further reported the patient also experienced an unspecified body infection. The cause of the events were unknown. On an unknown date, the patient was hospitalized due to the body infection. On an unknown date, the patient was treated with ceftazidime injection (1gm, intraperitoneal, every 6th day, discontinued) and amikacin injection (500mg, intraperitoneal, twice daily, discontinued) for peritonitis. It was reported that automated pd therapy was discontinued and the patient shifted to continuous ambulatory pd therapy. At the time of this report, the patient was in the intensive care unit and was recovering from the events. No additional information is available.